Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer from (B)(6) reported test results of 7.0, 9.3, 7.9, 7.7 and 9.9% on the a1cnow system.. A different system at the inspection center gave readings of 6.3, 7.6, 6.6, 7.2 and 8.1% the differences between some of the tests could be clinically significant. No adverse events were alleged. The customer's a1cnow kit is to be returned for evaluation and a replacement was sent.